Event description:
Reviewed surgeon's database report which gave little info about the fracture, however we received an e-mail from the surgeon indicating that the fracture was due to a fall. Dr (B)(6) responded to the email and noted that the pt also had a non-union at the f/x site. I reviewed the pt x-rays and confirmed the non-union and broken im nail. Pt fell causing a break of the im nail which was aggravated by a non-union at the f/x site. No indication of project defect.